Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and ten months of post deployment, a computed tomography (CT) abdomen showed that an inferior vena cava filter was present. The tip of the apex of the filter was at the l2 level. This was at the confluence of the right main renal vein with the inferior vena cava, and slightly caudal to the left main renal vein. The filter did not appeared abnormally tilted. Twelve struts were noted. No fracture or abnormal bending of the struts were seen. The struts perforations were present as follows: 12:00 position perforated 3 mm into the adjacent fat; 2:00 position perforated 5 mm into the adjacent fat; 6:00 position perforated 2 mm into the adjacent fat; 8:00 position perforated 4 mm into the adjacent fat; 9:00 position perforated 4 mm into the adjacent fat and 10:00 position perforated 2 mm into the adjacent fat. No evidence of aortic, spinal or solid organ perforations were seen. Anterior struts approached small bowel, but definite perforation of the small bowel was not appreciated. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2010. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with multiple pelvic fractures and in conjunction with motor vehicle accident. Approximately nine years and nine months post filter deployment, a computed tomography (CT) abdomen without contrast revealed that the filter migrated to the confluence of the right main renal vein and filter struts perforated into the adjacent fat. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced right lower quadrant abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with multiple pelvic fractures and in conjunction with motor vehicle accident. Approximately nine years and nine months post filter deployment, a computed tomography (CT) abdomen without contrast revealed that the filter migrated to the confluence of the right main renal vein and filter struts perforated into the adjacent fat. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced right lower quadrant abdominal pain; however, the current status of the patient is unknown.